Event description:
Received info from user facility that following an ankle arthrosocpy it was discovered that the pt had an extravastion and absent peripheral pulses of the surgical extremity. Facility reported that pt developed compartment syndrome and returned to surgery for a fasciotomy.